Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an audible alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: device was received on 12/2/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. The cause of the issue was a buzzer failure on the main printed circuit board (pcb). The main pcb was replaced to fix the issue.